Event description:
It was reported that a large volume intermate¿s winged luer cap separated from the distal end. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 27, 2013 and august 28, 2013. Evaluation summary: baxter received the sample for evaluation without the original packaging. A visual inspection on the unit via the naked eye was performed and noted that the blue winged luer cap had separated from its distal luer lock. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.